Manufacturer narrative:
Zoll med corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.